Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the catheter tip damaged, as part of overall visual revision. The device has the imaging window detached from the lapjoint and was received with the device. Dimensional test was performed and the size of the lapjoint is 0.0817 inches, which is within specifications.

Event description:
It was reported that catheter stuck in lesion and catheter detachment occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was selected to view the target lesion. However, upon withdrawal, it was noted that the catheter was stuck in the lesion. The catheter was pulled forcibly and was separated. The detached part was retrieved and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter stuck in lesion and catheter detachment occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was selected to view the target lesion. However, upon withdrawal, it was noted that the catheter was stuck in the lesion. The catheter was pulled forcibly and was separated. The detached part was retrieved and the procedure was completed with another of the same device. No patient complications were reported.